Manufacturer narrative:
The lens was returned taped to a piece of paper. Solution and adhesive was dried on the lens. One haptic was broken (possibly cut) in the gusset area (not returned). The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint and product history records were reviewed and documentation indicated the product met release criteria. A qualified associated cartridge and handpiece was indicated. The file indicated the use of a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the multifocal company 21.5 diopter, add power +2.2 & 3.2 lens was exchanged for a non-company monofocal iol (+21.0d) due to the exchange of a multifocal lens to a monofocal lens may have been an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that following an intraocular lens (iol) implant procedure, the patient had intolerable glare and poor bcva. After all attempts at adjusting, including an iol rotation, the decision was made to undergo an iol exchange. The lens was replaced with another company lens. There was no patient harm and patient's issues were resolved. Additional information has been requested.